Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke. The blade was tightened too much causing the device to rapture while in use with the recon sagittal saw device. It was unknown if there was a delay to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device: recon sagittal saw device, therapy date: (B)(6) 2021. UDI: (B)(4). Reporter address was not provided. Common device name and device product code was unknown. The catalog number and serial number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The device manufacture date is unknown.